Event description:
It was reported that the patient presented in the operation room for a generator change. Upon interrogation, it was noted that the right atrial (ra) lead was experiencing high pacing impedance. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2023. The patient's condition was stable.